Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
The patient had low blood glucose levels and was treated by insulin pump, glucose tablets and orange juice with symptoms of sweat and shaky on (B)(6) 2026.